Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory with the capsule fully closed, visual analysis showed the handle was received with the deployment knobs pushed together. At this point the deployment knobs were separated by the analysis technician. The tip-retrieval mechanism appears intact. The carriage components are observed to be undamaged. The device was returned with the end cap/screw gear snap fit connected. The tabs are observed to be detached from the male deployment knob component. The distal edge of the capsule seats flush against the catheter tip when fully advanced. The capsule appears intact with no evidence of damage. The inner member shaft and spindle hub appears intact with no evidence of damage. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including the patient anatomy or physician technique. Positioning difficulties do not typically indicate a device manufacturing issue. Images were received showing the deployment knob components detached from the dcs handle, thus confirming the reported event. The device was returned for analysis. The handle was received with the deployment knobs pushed back together. At this point the deployment knobs were separated by the analysis technician. The tabs were observed to be detached from the male deployment knob component. It is possible that although the tabs were in place when the actuator separation occurred in the procedure, they may have been damaged or had stress marks and the further closing and reopening of the handle resulted in the detachment of the tabs. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 34 mm transcatheter bioprosthetic valve, the valve was deployed in a high position and was recaptured with some tension. When the valve was 80% recaptured, the deployment knob of the delivery catheter system (dcs) separated and fell apart. This occurred at a critical part of the valve deployment, as the valve block the cardiac output. The valve was deployed without using the blue pieces of the deployment knob and the valve was released successfully. It was reported that the valve was loaded successfully. No adverse patient effects were reported.